Event description:
Blue connector on the 20 gauge x 1.25 nexiva IV catheter failed to allow free flow of IV fluids or the IV push of induction medication. Required the use of 2 kelly clamps to remove connector and then proceed with the induction of anesthesia. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.